Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced low blood glucose levels 52 mg/dl. Customer received calibration not accepted alert. Customer reports they did not receive a sensor updating or senor glucose not available alert. Customer experienced blood glucose level of 84 mg/dl. The insulin pump will not be returned for analysis.